Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user the resident was in the sling being moved from bed to chair. When the resident was over the chair, cna used the positioning strap lifting up on the back of the sling to position the resident. The strap came off the cradle hook and the resident fell out of the sling. The resident landed on the floor on his head. The resident sustained a laceration to the head and left forearm. No stitches were required. The resident was sent to the ER for a head CT scan and MRI, as well as a left shoulder x-ray. All scans and x-rays were negative. The sling being used at the time of incident was manufactured by (B)(4). The sling was inspected by the facility after the incident and was intact with no defects. (B)(4) was entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.